Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-94 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 (configuration option settings checksum is not 0) alarm. No additional information is available.